Event description:
It was reported that during treatment while using a renasys touch the equipment gave often false full canister alarm with several systems, with gauze kit, drain gauze kit, foam kit and with both canisters. It even gave a false alarm with optimized canisters, however the kits that the customer has in stock in their service are mainly not optimized. Treatment was completed by removing the renasys and continued with kci system. No patient harm reported.

Manufacturer narrative:
Treatment was continued with a competitor device.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection found no defects. The functional evaluation found no faults, the device performed within expected parameters. We have not been able to establish a relationship between the device and the reported event. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found additional complaints for the product and failure mode reported in the last three years. Our clinical investigation concluded: per e-mail communication the patient was not injured due to the false alarm, treatment was continued with a different device. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The IFU for has been reviewed and contains comprehensive guides on the safe operation and use or the device. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment while using a renasys touch the equipment gave often false full canister alarm with several systems, with gauze kit, drain gauze kit, foam kit and with both canisters. It even gave a false alarm with optimized canisters, however the kits that the customer has in stock in their service are mainly not optimized. It is unknown how was finally the treatment completed. No patient harm reported.